Event description:
A caller reported a malfunction on their pump, displaying malfunction code malf 16, with no prior notable events leading to this issue. There was no adverse impact on the customer's blood glucose level. It was detrmined the malf code is not resettable cts decided to replace pump. Additionally, the customer planned to use multiple daily injections as a backup therapy and was to contact their doctor for coordination.